Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument does show damage to the conductor wire insulation. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was a pinch on the insulation, and the internal conductor wires were exposed. No piece was missing from the instrument. Although the conductor wire was frayed but not fully broken and the instrument passed the electrical continuity test.

Event description:
It was reported that during the da vinci assisted surgical procedure, the maryland bipolar forceps instrument had electrical leakage. There was no reported injury.